Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a headache and blood glucose (bg) of 68 mg/dl. Customer went to the emergency room (ER) and was administered tylenol for the headache. Blood work was taken and a computerized tomography (CT) scan was performed. After 2.5 hours, customer left the emergency room in stable condition with a bg of 116 mg/dl. Cause of low bg was not known.